Manufacturer narrative:
No medical treatment was sought or administered and no procedure delay or cancellation occurred. The user facility stated that the employees subject of the reported event experienced watery and itchy eyes after an oil mist was emitting from their v-pro 1 plus sterilizer. A steris service technician arrived on-site, inspected the unit, and identified the v-pro 1 plus sterilizer required a replacement oil filter and an oil change. The technician replaced the oil filter, performed an oil change, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported that employees experienced irritation when an oil mist emitted from their v-pro 1 plus sterilizer.